Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. The lesion being treated was located in the tortuous obtuse marginal (om). A 2.50x8mm taxus express2 drug eluting stent was placed. Four months post, the initial procedure in stent restenosis was identified. A 2.50mm taxus stent was placed to treat the restenosis. Additional information is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.